Manufacturer narrative:
Upon receipt, the device interrogation confirmed the battery status eos, detected on (B)(6) 2017. The device was implanted for 89 months and 31 charging cycles were recorded to the device memory. The current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The direct measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction, particularly the current consumption was normal and all therapy functions were available and worked as expected. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 89 months. The battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Event description:
It was reported that 89 months after the implantation battery depletion (eri) was observed. The reporting decision was made based on analysis results.